Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation. Reprogramming was unsuccessful in providing effective stimulation. X-rays show the patient¿s lead has migrated out of the epidural space, although the patient denies any traumatic event that may have caused this. To address the issue, the patient may be awaiting surgical intervention.

Event description:
Follow up information identified the physician repositioned the patient¿s lead on (B)(6) 2020, which resolved the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.